Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son called adc customer service on (B)(6) 2016 and reported that customer's adc blood glucose meter had a blank screen; noting the incident occurred between (B)(6) 2016 at 15:30 until (B)(6) 2016 at 17:00. Caller further reported that as a result of this issue customer could not test. It was further reported customer experienced "symptoms of high glucose", noting she was "thirsty, had tremors" and then experienced a seizure. Customer was taken to a local healthcare facility where upon arrival a reading of 531 mg/dl was received on a hospital meter. Customer was diagnosed with hyperglycemia and a urinary tract infection and was treated with rapid-acting insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
MDR 2954323-2016-01903 submitted on (B)(6) 2016 had the incorrect date, the correct date is: (B)(6) 2016.